Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker showed a presenting electrogram (egm) with noisy signals, lack of capture and high impedance measurements, this after the ra lead was in service for 19 years. The lead was examined by fluoroscopy, but no damage was observed, and it was surgically abandoned. The pacemaker was also explanted, and a new system was implanted. No additional patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker showed a presenting electrogram (egm) with noisy signals, lack of capture and high impedance measurements, this after the ra lead was in service for 19 years. The lead was examined by fluoroscopy, but no damage was observed, and it was surgically abandoned. The pacemaker was also explanted, and a new system was implanted. No additional patient effects were reported.